Event description:
After 45 minutes of catheter navigation to the aneurysm, the physician decided to re-shape the tip of the catheter and removed the catheter from the patient. After steam shaping the tip it was reported the tip of the catheter came off when the shaping mandrel was removed. No patient injury reported.

Manufacturer narrative:
The catheter has been evaluated and confirmed the tip of device is detached. Based on the evaluation and the description of the event, the tip detachment was due to manipulation applied to the tip during re-steam shaping.